Event description:
It was reported that the blades in the custom packs are dull.

Manufacturer narrative:
It was reported that the blades in the custom packs are dull. There were no reports of death, serious injury, medical intervention, or follow up care.